Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device rebooted by itself during use. The patient experienced oxygen desaturation (84%) and distress as a result of the reported event. The patient was removed from the ventilator and provided with bag-mask ventilation (bmv) while the ventilator situation was reassessed.

Manufacturer narrative:
H6: the device was received by ventec where its electronic records (system logs) were downloaded for analysis. Ventec confirmed in the system logs that the device had rebooted by itself during the reported event. Ventec replaced the control board to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the control board.